Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. No frozen screen noted. Unable to verify alarm due to no button response. The insulin pump had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The blood glucose reading at time of call was 318mg/dl. The mother stated that no alarms occurred during or after the buttons stopped responding. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the anomaly persisted and the time was not advancing. The caller stated that the insulin pump alarmed a battery error after the battery was inserted. Advised the caller to revert to back up plan. No further information was provided.